Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2013 to report using the purely yours breast pump once per day. Customer reports the pump's cycling slows during pumping and breast milk flows back up into the diaphragm area. Customer states she contacted her health care provider on (B)(6) 2013 for breast pain and symptoms of a breast infection. She was diagnosed with unilateral mastitis and was prescribed oral antibiotics to treat the infection. Customer reports feeling much better after starting the medication.

Manufacturer narrative:
The product has not been returned to ameda, inc. For evaluation as of this date. A supplemental report will be filed when additional information becomes available.